Manufacturer narrative:
On april 17, 2023. The international distributor sent an update that they had checked the pump and were unable to confirm the original allegation. Based on the information provided, this is a non-reportable event.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 374 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.